Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired at 89,426 joules. Also, it was reported that the fiber tip was damaged. No patient injury was reported. The device was not returned for eval.